Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the atrial lead exhibited loss of sensing. Chest x-ray revealed no lead anomalies. The device was reprogrammed and the lead remained implanted. The patient was in good condition.